Event description:
It was reported that a patient was scheduled for generator replacement and possible lead revision. Full revision surgery was performed, reported due to lead discontinuity. Additional relevant information has not been received to-date. The explanted devices were received. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator, and found it was non-functional and had reached an end of service condition. Measurement of the battery voltage confirmed that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification, demonstrating normal battery depletion to an end of service condition. The device performed according to functional specifications and no abnormal performance or any other type of adverse condition was found with the generator. Analysis was completed for the returned lead. Abraded openings were identified in the outer and the inner silicone tubing of the lead coils. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil shows that pitting or electro-etching conditions have occurred at the break location. Four secondary fractures were noted in the vicinity of the coil broken end. Inspection of the secondary fractures suggests a stress-induced fracture occurred on the strands. The electrode array portion was not returned for analysis, and an evaluation cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.